Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A us distributor called zoll to report a (B)(6) male patient had a skin irritation. The patient was itchy on his back down the middle of his spine. The patient had broken out into hives and the patient refused to wear the lifevest due to skin irritation. The patient's doctor instructed him to wash and dry his back and apply hydrocortisone cream. Follow-up indicated that the patient's doctor said the rash was not from the lifevest. Reportedly, the rash was a side effect from one of the patient's medications. The patient continued to wear the lifevest.